Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2014 with unknown blood glucose levels at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer had an upper respiratory system infection at the time of the incident. The insulin pump will not be returned for analysis.